Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was difficulty performing phaco surgery in hard cataracts (brown or black cataract), especially in pts over the age of 70 years. They have experienced clogging during fragment removal, and when pushing the foot pedal deeper, the anterior chamber surges and collapses. Add'l info has been requested.